Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles and fluids clear inside the device. Leak test was performed, and no leakage was found. A microscopic analysis was performed which identified device as intact and functional. Based on the device analysis the final assessment is no issues found related with the manufacturing process, and no openings observed in the device.

Event description:
Healthcare professional reported a left side "leaking" tissue expander. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: deflation- patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported an unknown side "leaking" tissue expander. The device has been explanted.